Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. In addition, it was reported that the keypad cover was observed to be torn/punctured subsequent to the change in button responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2016 with the following findings: the up and down buttons of the keypad were torn off completely from the pump. The up button was completely unresponsive. The contrast, down, and ok buttons were intermittently reposnsive. Contamination was found underneath all of the button contacts. The ok button contact was inverted. The audio bolus button was torn. The display screen was dim and discolored.